Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure, several different guide wires were used to implant the left ventricular lead because of the anatomy of the coronary sinus. A stylet became lodged in the lead. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
The reported event of unable to remove the stylet was confirmed. As received, a complete lead was returned in one piece with a stylet partially inserted into the lead. The stylet was unable to be removed from the lead due to bunched inner coil and blue ptfe coating consistent with stylet coating in the inner coil at the connector region. The cause of the reported event was isolated to the inner coil being bunched and blue ptfe coating in the inner coil.